Event description:
New information received notes the oversensing observed prior to the procedure was due to noise. The patient did not pace much from the device, no pacing inhibition or other electrical anomaly was observed.

Event description:
It was reported that the patient presented in clinic. It was noted that r wave oversensing was observed on the right ventricular (rv) lead. Tachy therapy was turned off. The patient was brought into clinic for a generator change and right ventricular (rv) lead revision. A new rv lead was capped (B)(6) 2024 and replaced. The patient was stable before, during and after the procedure.